Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic endoscopic part of stomach resection, the stapler was not able to fire. The surgeon was able to press the green button but was not able to squeeze the handle. They replaced the reload, and used the same handle, to complete the case. There was no patient injury.